Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and there was exposed mesh on the shaft. The delivery system shaft was mechanically kinked/buckled. The delivery system inner tubing was kinked/buckled. The sheath of the delivery system was damaged. The articulation of the delivery system was out of plane. Blood was observed on the shaft of the delivery system. Visual analysis of the delivery system indicated damage during use. The analyst noted there is exposed mesh on the shaft at 3.7 cm from the distal end of the delivery system. The shaft is kink/buckled at 6.3 cm from the distal end of the delivery system. The sheath is bent on the edge. There is blood on the shaft located at the distal end of the stability member. Deployment could not be tested as the sheath edge is bent and the inner tubing/lumen is kink/buckled. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was unable to position the leadless implantable pulse generator (ipg) due to unsatisfactory measurement data. The delivery catheter was also reported to have exhibited issues related to the deployment button. It was later reported that the deflection button was working. However, the internal cable was kinked. An alternate system was placed. No patient complications have been reported as a result of this event.